Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. Stryker did observe a non-critical issue, in which the device was unable to operate in ac mode, but was able to operate in dc mode with a known good battery. After repairs were made for the non-critical issue, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was unable to be power on with ac or dc power. In this state, the device may be unable to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.